Event description:
It was reported that upon radiography, it was identified a multi-fragmentary fracture of the ceramic head and wrecked insert. New head and insert were implanted.

Manufacturer narrative:
Results of investigation: it was reported that a ep fit rexpol insert 54-56 and a biolox forte ball head 28 12/14 were revised due to a fractured ball head. Both the insert and the ball head, used in treatment, were received for investigation. A visual analysis was conducted. The insert showed signs of wear. It looks like the taper of the stem seated in the insert for a while, creating a deeper spot. Overall the surface of the insert is scratched, most likely due wear though the fractured ball head. It can be confirmed that the ball head is fractured. The root cause of the fracture could not be evaluated in a product analysis, as not the whole ball head could be returned. There are still some parts of the ball head missing. The material analysis did not reveal any deviations from specifications. The density of the material is complying with the delivery specification. Also the production documentation review of both devices did not reveal any deviation from standard procedures. The implanted product combinations are approved by smith and nephew through 01759-en v3 (1325) ed. 10/15 and lit. No. 04758 ed. 09/18 v07. Further there is a potential side effect of implant fracture mentioned in the IFU lit. No 12.23 ed. 06/08. The risk management file was checked, the reported failure mode and severity are covered. Or both batches, no further complaints were reported in the past. All provided medical documentation was reviewed. However the root cause of the fracture could not be determined. The medical investigation concludes that the liner was possibly damaged to a higher extent as the revision surgery was delayed. The impact to the patient cannot be concluded based on the available information. Based on the available information the root cause for ball head fracture cannot be determined. At this time, no further action are deemed necessary. Smith and nephew will monitor both devices for further similar issues. The insert and the ball head will be archived.